Event description:
The rem polyhesive adult patient return electrode (bovie pad) lot # 230720258t was placed on a patient for a cesearan section and was used for a portion of the case, then taken off to move the patient. A new bovie pad with the same lot number was placed on the patient. While the provider used the bovie pen on the patient, there was a spark then a loud pop sound. The bovie pad was taken off and the electrosurgical unit was shut off. They tested the electrosurgical unit with a different bovie pad and it did not malfunction. The device was used during a cesarean section.